Event description:
The facility's central supply manager informed the distributor's sales rep of the following: the peel away sheath broke apart when removed. The surgeon was able to retrieve the piece that was sticking out of the vessel. The surgeon was concerned that had the piece been completely inside the vein, it could have caused serious problems. Otherwise the device was implanted successfully. No further details were provided.